Event description:
It is reported that a customer received bad sensor alarm on their insulin pump. The patient's blood glucose level was at 442 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the sensor needed to be replaced .the customer sent the broken sensor product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed per specifications with accurate readings.